Event description:
It was reported the pt experienced continued pain after revision and replacement of the device in 2009. See manufacturer reports# 3004209178200904412 and 3004209178200908311). The pt also developed new left leg pain. A myelogram was performed 04/2009 with no new surgical lesions noted. The hcp offered to remove the "stimulation" or revise the lead. The pt opted to replace the lead which was done at bout 3 months later. The hcp indicated the pt outcome as "no injury".